Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a hypoxic mix could be created. The gas proportioning system was adjusted, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a problem with the gas proportioning system. There was no report of patient involvement.